Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "axillary silicone lymphadenopathy."

Event description:
Healthcare professional reported left side "extracapsular rupture with pericapsular silicone within the posterior aspect of the implant in the pectoralis major muscle and left axillary silicone lymphadenopathy". Device remains implanted.

Event description:
Previous medwatch submission noted "lymphadenopathy" and "silicone migration." Upon further information, allergan has determined that the event of "lymphadenopathy" and "silicone migration" did not occur.

Manufacturer narrative:
Previous medwatch submission noted "lymphadenopathy" and "silicone migration." Upon further information, allergan has determined that the event of "lymphadenopathy" and "silicone migration" did not occur. Hence lymphadenopathy and silicone migration is being unreported.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported left side "extracapsular rupture as proven on MRI". Device has been explanted and replaced.